Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 393 mg/dl. In addition the patient reports they had received a communication error during wear. As treatment, the patient administered 10 units of manual insulin and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. A double beep was generated during the downloading process indicating a functioning piezo. No alarms were observed in the download data. Device was paired with a pdm, completed priming, and delivered a 5u bolus. No pod communication errors were observed during this test. The device was received with corrosion observed on the bottom battery and the mechanism spring. During the investigation, an internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Download data from the returned device shows a rotational sensor error occurred during operation. Despite the rotational sensor error, the device was still able to deploy normally and deliver insulin during operation. The rerun data replicated rotational sensor errors. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.